Manufacturer narrative:
The adc device related to this complaint was used for assisting in the monitoring and management of diabetes, and was not being used for treatment or diagnosis. No malfunction or product deficiency has been identified, therefore it has been determined that there is no causal relationship between the device and the reported incident. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.